Event description:
A nurse reported that during vitrectomy surgery, the system become inoperative. The case was delayed 60 minutes due to rebooting system several times. They did restore function to the system and the surgery was completed. There was no pt harm.

Manufacturer narrative:
The company representative examined the system and replaced the front panel pcba (printed circuit board assembly). The system was then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).